Manufacturer narrative:
Clarification to b3: partial date of feb/2024 provided. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "capsular contracture" baker grade IV, "pain", "looks a different size" and "implant flipped". Healthcare professional later confirmed the reported "capsular contracture" baker grade IV, "pain", "looks a different size" and "implant flipped". This record is for the left side. Device remains implanted. Patient was prescribed ibuprofen.